Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a generator changeout procedure, once the atrial lead was removed from the device, the lead sealing ring appeared to be deformed. The lead was capped and replaced during the procedure.